Event description:
A baxter sales representative reported to corporate product surveillance, on behalf of customer, of a clearlink system continu-flo set in which customer observed a failure that resulted in the tubing bursting at the distal end above the hub. It is unknown when the reported condition occured. Patient involvement is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.